Event description:
Additional information received reported the patient had their device explanted (B)(6)-2014. It was reported the patient had mentioned a fall prior to explant procedure, the explanting physician stated the patient had never mentioned previously. It was noted the patient received a jolt because "it was tuned up too height when turned on" after this lead placement. The therapy was reported to be good until this lead placement. After it, it never seemed to cover pain well. Impedance tests, x-rays and reprogramming occurred and ultimately resulted in explant. At the time of report, the patient was described as alive-no injury

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no anomaly. Analysis of the lead with serial/lot # (B)(4) found that there was a reliability non-conformance. The stim lead body conductor was broken at the anchor site unknown. It was noted that the #4 conductor was broken 5 cm from the distal end. It was also noted that the #0-3 conductors were shorted (overstress/damage). Analysis of the lead with serial/lot # (B)(4) found that there was no significant anomaly/the stim lead body was stretched. Analysis of the extensions with serial/lot # (B)(4) and (B)(4) found that there was no significant anomaly/the extension body was cut through and the product segmented. Analysis of all the anchors found there was no significant anomaly/ that the anchors were cut. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID: 3998, lot# v014190, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID: 355029, lot# n104237, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: accessory. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: neu_silicone anchor, explanted: (B)(6) 2014, product type: accessory. Product ID: 3998, lot# v296379, implanted: (B)(6) 2010, explanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
The following information was previously reported in manufacturer report #3004209178-2012-10921 and 3004209178-2012-10933. All subsequent follow up related to the aforementioned reports will be conducted in this event: the caller reports a shocking or jolting sensation. On (B)(6) 2011 the pt fell over a tree root in woods. When she fell she got an icy cold feeling in her right leg she also experienced a stinging/ burning sensation, "felt like bees stinging", in her right leg down to her ankle. Pt determined her femoral nerve was affected. Pt has been on crutches since the fall because her right leg collapses/gives out. Since (B)(6) 2011 the pt has been getting weird "shocks" in her right leg. Pt states the left leg is doing fine. Stim was implanted to treat left leg pain. Pt's stim is currently off and has been off since (B)(6) 2012. Pt turned off because she kept getting shocked and when she would turn stim up she would get electrocuted. Pt stated stim has been off she still gets shocks in both her right and left legs. Pt reports there are also times her left hand and arm go numb/ feels like it is asleep and won't wake up. The longest the arm has stayed numb is 24 hours. Pt stated the scs has not worked correctly since 2009/2010 and has been hospitalized many times because she will start shaking- seizure like. The patient indicated that her doctor had done many tests and there is one more they can do but needed a manufacturer representative. The manufacturer representative contacted the patient and instructed her to make an appointment with her doctor and let clinic know to contact mdt. The patient called back with an appointment date of (B)(6), 2013. A lead/ "paddle" was implanted in 2010 to treat the pt's low back pain (pt couldn't remember if this was before or after the incident at (B)(6)) shortly after the lead was put in the pt was working in the woods and reached too high resulting in a shocking and burning sensation] there was also additional follow-up received related to the event and is below: additional information received reported that therapy was not working. It was noted that "apparently" it worked good until second lead was placed in 2010. The doctor stated the patient mentioned getting jolted the first time it was turned on. It was noted that after that it "just never really worked appropriately." It was noted that there had been multiple reprogramming attempts over the last "several years" but "nothing seemed to work" or provide relief. It was also noted that the patient claimed the stimulation was uncomfortable. It was noted that it had worked good from 2008 to 2010 but after the second lead was placed in 2010 the therapy was not good. A decision was made to explant. It was noted that an impedance check of the system was performed before explant and "all parameters" were in range of approximately equal to 1,000 for all electrodes at 0.70v. It was also noted that impedances were all good prior to explant. It was noted that the surgeon stated that one of the leads was probably damaged during explant. It was also noted that the leads may have been damaged during explant per the surgeon. The device was used in the patient. The intended use of the device was for treatment. There was no patient death or injury. The patient status after the device was removed was recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3998, lot # v014190, implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 355029, lot # n104237, implanted: (B)(6) 2008, product type accessory. (B)(4).

Event description:
It was reported that the patient was at a hospital in either 2009 or 2010. The patient was reprogrammed at the hospital and the stimulation was turned "all the way up." The patient felt electrocuted and almost fell to the ground. It was stated that the stimulation had not worked correctly since the reprogramming. The patient had been hospitalized "many times" because they would start shaking. The shaking was described as "seizure like." If additional information is received a follow up report will be sent

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.